Manufacturer narrative:
Additional information: a1, a2, a3, d.1, d.4, d.10, d.11, g.5, h.3, h.6. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the bifuse extension set snapped off at its distal end during total parenteral nutrition/intravenous lipids (tpn/il) infusion. The event was discovered when the nurse entered the patient's room. It was then reported that the nurse had to take down the infusion and replace it with other fluids. Picture of the involved product was provided by the customer. Although requested, additional information was not provided.

Event description:
It was reported that the bifuse extension set snapped off at its distal end during total parenteral nutrition/intravenous lipids (tpn/il) infusion. The event was discovered when the nurse entered the patient's room. It was then reported that the nurse had to take down the infusion and replace it with other fluids. Picture of the involved product was provided by the customer. Although it appears there was a delay in treatment, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Correction; d.11 on follow up 1, (omit mp1000-c) additional information added: d.11. The customer's report that the set snapped off at its distal end was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed that the separation was at the engagement of the set's tubing and male luer components. The maxzero connector was received attached to the male luer. No testing was deemed necessary due to the separation. Inspection under magnification of the separated tubing end observed insufficient to no solvent traces. By aligning the tubing end beside the male luer inlet, there was no issues with its likely tubing depth. Dimensional analysis of the separated tubing's outer diameter was observed to be within specification(s). Further handling/tugging of the rest of the set's tubing engagements observed no separation or issue. The root cause was an assembly issue of insufficient solvent being applied at the engagement of the tubing.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Per customer, the requested patient information is not available.

Event description:
It was reported that the bifuse extension set snapped off at its distal end during total parenteral nutrition/intravenous lipids (tpn/il) infusion. The event was discovered when the nurse entered the patient's room. It was then reported that the nurse had to take down the infusion and replace it with other fluids. Picture of the involved product was provided by the customer. Although requested, additional information was not provided.